Event description:
It was reported that during routine follow-up, a loss of sensing was observed on the atrial lead in addition to high threshold values. X-ray imaging revealed that the lead had dislodged. The lead was disabled. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.